Event description:
The customer reported that during a gyn procedure, that two devices would not cut or release while on tissue. It is unknown how the surgeon eventually removed the device, but the customer reported that there was no patient injury. The additional device referenced in this procedure can be found on MFR report # 1717344-2010-00680.

Manufacturer narrative:
Covidien reference # (B)(6). Date of initial report: (B)(6) 2010. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.